Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the device shocked a nurse during testing. The device was not in use on a patient, but there was user involvement. The nurse (user) was evaluated; she needed no treatment and experienced no adverse impact.